Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The distal segment of the lead was returned, analyzed and no anomalies were found. It was noted that there was blood/body fluid on the proximal conductor (not obstructed), the outer insulation had cosmetic environmental stress cracking, the outer insulation was breached cut, there was blood in/on the helix mechanism and there was apparent explant damage.

Event description:
It was reported that the right atrial (ra) lead was damaged during extraction of the right ventricular (rv) lead and was therefore non-functional due to insulation breech. As a result the ra lead was extracted and not replaced due to patient's anatomy. No patient complications have been reported as a result of this event.